Event description:
Pt just out of surgery when pump turned on it immediately read "internal error - help". 2nd imed in room used, no blood pressure or bleeding problems. Pump was plugged in prior to and during imed malfunction. User error - pump needs to have set the rate and volume to be infused, then the pump will calculate the dose. Nothing had been coded in the pump. Work order lists: clean and inspect all external surfaces. Check for proper performance. Examine cables, power cords, and operation. Verify correct operation of all controls, displays, indicator lights and alarms. Perform electrical safety inspection. Completion comments: the only error code in the error log is a 201 that occurred on 8-21-98. The battery charge is at 2.43 ah. Channel a settings: amount-50mg, diluent-500ml, weight- 85.5 kg, time-min, rate-5.0 ml/hr. Volume to be infused -49.1 ml, dose-0.10 mcg/kg/min. Channel b settings- amount-2.5 grams, diluent-250 ml, weight-85.5 kg, there was no rate or volume to be infused programmed. This will definitely cause the internal error. The operator needs to set the rate and volume to be infused, then the pump will calculate the dose. In testing, we used the same rate and time that was programmed in channel a on channel b, channel b ran with no problems. Channel c settings: amount- 100mg, diluent-250 ml, weight-85.8 kg, rate-5.0 ml/hr. Volume to be infused 204.2 ml, dose-0.39 mcg/kg, min. Channel d settings- amount-100 munits, diluent -100 ml, rate-100 ml/hr, volume to be infused -5.6 ml, dose-10.0 units/hr. There is no problem with this pump. After we programmed a rate and volume to be infused channel b ran just fine.